Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter pump component replaced as when it was pressed, it remained dimpled. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump. The kink resistant tubing (krt) appeared to have scalpel damage that was most likely due to the explant of the device. The pump passed functional testing and performed within product specifications. Based on the information available and analysis results, the reported clinical event of a dimpled pump was unable to be confirmed.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter pump component replaced as when it was pressed, it remained dimpled. No patient complications were reported.